Manufacturer narrative:
According to the incident description, a broach is jammed with the impactor when performing the surgery. Neither the broach nor the impactor was subjected to an optical examination. Since no picture of the products were provided neither, no optical examination could be performed. It cannot be determined whether the broach or the impactor may be responsible for the reported jamming. As the broach was reported to implantcast as defective, this was also assumed as main component during the investigation. It is also possible that the impactor could be defective and may have contributed to the jam. However, it is unable to confirm this due to insufficient information. It is known that the malfunction occurred intraoperatively. However, this had no health effect on the patient and the surgery was finished successfully with the same instruments. There was no need for alternative products. The manufacturing documents and the material certificates of the broach could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root could be determined why the broach and the impactor were jammed with each other. It can only be assumed that the malfunction can be regarded as a random failure of a component. Since two components are reported to be jammed together, we cannot conclusively determine that the broach was solely responsible for the jam. It is also possible that the impactor may have defects and may have contributed to the malfunction, but this cannot be confirmed or denied due to lack of information. A potential cause could be an unintentional user error. Since there is also no information available, no statement is possible. The event was assigned to the error pattern "clamping of connections/combinations" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " difficult to remove from the impactor, jammed. Surgery could be completed without problems with the same stiff instrument " note: it is known that the issue occurred intraoperatively. However, according to the available information, the surgery was brought to an end with the same instrument and this issue had no health impact on the patient. There was no need for an alternative instrument. It is not known whether the broach or the impactor caused the jamming. Since the broach was reported as affected product and it is not known which impactor may be affected, the broach was selected as main product in this case. It is also possible that the impactor could be defective and may have contributed to the jam. However, it is unable to confirm this due to insufficient information.

Event description:
The following event was reported to implantcast gmbh: "difficult to remove from the impactor, jammed. Surgery could be completed without problems with the same stiff instrument ". Follow-up- the hospital initially reported that the broach was stuck to the impactor during surgery. Implantcast gmbh requested the return of the instrument for investigation. However, the hospital did not respond to multiple follow-ups. On (B)(6) 2025, the hospital informed us that the same broach was reused in a subsequent revision surgery without any issues. They confirmed that the initial complaint was wrongly submitted and officially withdrew it, as no malfunction of the broach was observed during the subsequent procedure.

Manufacturer narrative:
According to the incident description, a broach is jammed with the impactor when performing the surgery. As a follow-up information, the hospital confirmed that there was no issue with the product in question as it worked as intended during another surgery. They confirmed that the initial complaint was submitted in error and officially withdrew it, as no malfunction of the broach was observed during the later procedures. Since the hospital confirmed that no product defect was identified in the subsequent surgeries, a risk assessment is not applicable.